Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital about three weeks after implant with shortness of breath and an audible alert from their device associated with the patient's right ventricular (rv) lead. There was evidence of rv oversensing and an elevation in sensing integrity counter (sic) counts. In addition, the pacing impedance had measured high and was also variable. The patient underwent a procedure to reconnect the rv lead to their device. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.